Event description:
Pt in for out-patient surgery, changing into gown/booties, stepped on needle at toe. Originally thought to be a broken tip of suture needle. On further investigation determined to be broken tip of a sewing machine needle (possibly lodged in toe of bootie). Pt started on regimen of anti-viral drugs.